Event description:
It was reported to philips that the device is failing the defib portion of the operational check. There was no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer is requesting a device corrective maintenance. There was no reported patient involvement.